Event description:
The device was received for service. The event history was reviewed by baxter service technician and failure code 715:00 was found. According to hospital representative, this pump was not involved in a patient incident this time or since last serviced by baxter. Despite baxter's efforts to obtain additonal information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.